Event description:
It was reported that the patient fell from a bike while wearing the ilet pump, after which the touchscreen was cracked and became unresponsive; the patient¿s blood glucose was 174 mg/dl, the patient transitioned to backup therapy, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.